Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; no anomalies observed during bench testing. It was noted the main seal was protruded. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not sensing or pacing appropriately. The epg was returned for repair. No patient complications have been reported as a result of this event.